Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A literature study was conducted on five hundred seventy eyes of five hundred seventy patients that underwent femtosecond laser-assisted cataract surgery (flacs) in the femtosecond group with the active-fluidics platform, patients experienced posterior capsular rupture by gravity fluidics platform and incomplete lens fragmentation because of suction loss in the unidentified patient¿s eyes during cataract surgery. This report pertains to the flacs group involved in the study.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.